Event description:
Info received indicates that the tube is leaking.

Manufacturer narrative:
Six (6) brand new administration sets with the lot number cf1123506 were returned to slc moog for eval. Each of six (6) administration set was tested with air-pressure gauge and submerged into di water for checking leakage. All of them were fine without leakage. Ref recall # z-1413-2012.